Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 200 mg/dl. The customer reported that alarm was not occurred during fill tubing. The troubleshooting was performed for insulin flow blocked alarm. Customer explained after priming and an hour goes by that was when the insulin pump alarmed it was blocked. Customer reported that event was resolved by reservoir change. The insulin pump will not be and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.(B)(4).